Event description:
During a periodic review of the programming history database, high impedance was found in the patient's programming history. Surgery has not been performed to date. No additional relevant information has been received to date.